Event description:
On 04/10/2025, it was reported by a sales representative via phone that an ar-9090-02s dualcomp hindfoot nail nitinol cord became loose. This occurred during hindfoot fusion on (B)(6) 2025, when they got the implant in and the nitinol cord became loose or did not work. Everything was removed. The case continued using another nail. There was a delay of about 30 minutes and it is unknown if additional anesthesia was administered. There was no harm to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including failure to follow the device surgical technique. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.